Event description:
Procedure: gastrectomy. According to the reporter: the anvil easily disengaged and could not be connected completely. Supporting with the hand, the anastomosis could be done, but the esophagus was torn. The damaged part was sutured manually and the procedure was completed. There was no bleeding reported in excess of 250 cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss. Nothing fell into cavity. The incision was not extended more than 3 cm.

Manufacturer narrative:
(B)(4).